Event description:
It was reported that continuous glucose monitoring displayed error message 42 on g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through reset, did not see error message again after reset, and successfully started sensor session.